Event description:
It was reported that when the device was out the knee and applied force, the anchors deployed. No patient injury was reported. There was no significant delay and no back up was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.